Manufacturer narrative:
Hologic (B)(4) is currently investigating and reviewing their local device storage and handling processes for this product and will advise once appropriate actions have been determined and implemented. The device reportedly used in this event was not returned for evaluation purposes as it was disposed of as part of routine clinical practice. Based on the reported information, there is no indication of a device malfunction. The issue was caused by poor segregation of (sterile and non-sterile demo) products in the local storage by an sales employee (who had since left hologic employment) combined with human error in supplying a demo device (supplied with identical packaging to sterile devices but with yellow demo use only stickers on the outer and inner packaging and on the device). There has been no similar incidents reported either worldwide or locally in (B)(6). (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and unknowingly using a non-sterile demonstration disposable device supplied by hologic (B)(4) sales manager. Demonstration devices are supplied non-sterile by the manufacturer, not intended for clinical use, and uniquely tracked by lot number. The patient was discharged home with antibiotics as a prophylactic. A follow up call to the patient was performed on (B)(6) 2016 and the patient was reportedly experiencing "slight discomfort on panadol (acetaminophen) the night after the procedure." The cause is unknown and the patient did not have any other symptoms. The error was identified by hologic team following the processing of the customer invoice (lot number recorded on paperwork) and confirmed to be a demonstration device by physical stocktake of inventory on 01/18/2017. The surgeon was thereafter informed of the error on 01/19/2017 by hologic (B)(4).

Manufacturer narrative:
Demo product no expiration date. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The demo warning label is placed directly on product (on each individual unit), and in the packaging, a label that clearly states: caution, demo, not for human use, not for sale. The label was placed correctly on the package. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017. The physician accidently used a demonstration disposable device. The patient was discharged with antibiotics as a prophylactic. A follow up call to the patient was performed on (B)(6) 2016 and the patient was experiencing "slight discomfort on panadol (acetaminophen) the night after the procedure". This is not related to the demonstration device procedure. No other symptoms were experienced.